Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received an "off no power" alert and did not receive a low battery alert prior. Customer also received an unexpected restart alarm. It was reported that insulin pump was not used or stored for an extended period of time. Customer's blood glucose was 250 mg/dl. Customer was advised that battery cap would be replaced.